Manufacturer narrative:
Concomitant medical products: provisional stemmed tibial component; p/n: 00598104702, l/n: 60528060, provisional stemmed tibial component; p/n: 00598104702, l/n: 64251953, provisional stemmed tibial component; p/n: 00598105702, l/n: 60886811, provisional stemmed tibial component; p/n: 00598105702, l/n: 63871284, provisional stemmed tibial component; p/n: 00598103702, l/n: 62327150, provisional stemmed tibial component; p/n: 00598103702, l/n: 64268647. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Medical products: provisional stemmed tibial component; p/n: 00598104702, l/n: unk, provisional stemmed tibial component; p/n: 00598104702, l/n: unk, provisional stemmed tibial component; p/n: 00598105702, l/n: unk, provisional stemmed tibial component; p/n: 00598105702, l/n: unk, provisional stemmed tibial component; p/n: 00598103702, l/n: unk, provisional stemmed tibial component; p/n: 00598103702, l/n: unk. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-00380, 0001822565-2020-00381, 0001822565-2020-00382, 0001822565-2020-00383, 0001822565-2020-00384, 0001822565-2020-00387. Product location is unknown.

Event description:
It was reported the instrument was fractured. There was no patient involvement. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Updated: a5, b4, b5, g4, g7. Additional: h1, h2, h3, h6, h10 . Complaint sample was evaluated and the reported event was not confirmed. Visual inspection of the returned provisional components exhibit signs of repeated use and wear; scratches, nicks, gauges. Dimensions wherever measured were conforming to specifications. DHR was reviewed and no discrepancies were found. Per instrument and provisional use and care package inserts inspect all instruments and provisionals carefully prior to each use. End of life is normally determined by wear and damage due to use. If damage or wear is noted that may compromise the function of the instrument, do not use the device and contact your zimmer representative for a replacement. The device evaluation found no malfunction and the event did not contribute to injury, therefore this would not be considered a reportable event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.